Manufacturer narrative:
Manufacture date: 05/2015. Based on the available information, this event is deemed to be a reportable malfunction. One used 2 way standard sec foley catheter of opaque quality was received in two pieces. The lower shaft measured 77mm long whilst the mid shaft is 72mm long. The upper shaft was not returned. The product showed no signs of material degradation or discoloration. The segments were individually examined. Observed on the lower catheter shaft, there is a depression mark similar to a clamp on the reinforcement section situated approximately 23mm away below the inflation funnel. Attempted to flush air into the inflation lumen via a luer tip syringe inserted into the valve was not possible as air tends to retain in the inflation funnel upon inflation. The inflation funnel was cut off and attempt to gradually insert a fine nylon wire into the inflation lumen of the catheter was also not possible due to obstruction beneath the clamped mark. The obstruction at the affected area was further confirmed when the catheter shaft was carefully cut open and examined. The inflation lumen wall of the catheter was found to have totally collapsed and drainage lumen was also distorted. No obstruction could be observed at the "y" site of the inflation funnel junction when the inflation funnel junction was cut off and viewed under magnification. No restriction could be detected at the "y" site of the inflation funnel junction when the lumen was gradually inserted with the fine nylon wire. This was confirmed when the inflation funnel junction was carefully cut open and examined. The mid shaft was examined and no sign of visual defect could be observed. The mid shaft was dipped into a beaker of water. Air bubbles were seen escaping away from the cut opened end of the mid shaft when the inflation lumen was flushed with air indicating that there is no blockage in the lumen. Review of the inspection batch record revealed 0.3% of slow deflation was detected during inspection and the defective part was rejected and discarded. Review of the assembly batch record did not reveal non deflation was detected during inflation and deflation process. Review of the in-process functional test report for dip codes (dipped in (B)(6) 2015) did not reveal any sign of such defect during the functional test. Samples taken from this manufacturing lot met specification when subjected for the functional test according to the test method. Based on the investigation finding, malfunction of the product was likely due to clamping of the catheter shaft occurs during the catheterization process where the inflation lumen was found to have totally collapsed at the reinforcement section thus restrict/prevents the deflation process. In addition, customer mentioned it was possible to inflate and deflate the water at the prior test. After review of the returned product, a discrepancy was found. But this discrepancy was not related to manufacturing process. It was induced by user during use. (Clamp mark). Additional details have been requested but not provided to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on april 6, 2016. (B)(4).

Event description:
Complaint received from a industrial sales professional reporting a deflation issue with the product. Reporter stated that "it was impossible to deflate the water from the balloon after treatment the patient. The water was retain inside the inflation funnel. At the prior test it was possible to inflate and deflate the water." Reporter stated that the shaft of the catheter was cut to enable deflation and removal from the patient. No patient harm was reported. Reporter stated product was available for return and photos are available. No further details were provided.